Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy, the second slide of the device allegedly failed to prime before using it on the patient. Reportedly, after several attempts, the device was able to prime and one tissue sample was able to retrieved. It was further reported that, before retrieving a second tissue sample, the device allegedly self-activated. The procedure was completed with another device and no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. The investigation will remain inconclusive for the alleged priming and self-activation issues, as functional testing was not possible due to poor sample condition (incidental needle bend). The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 09/2020).

Event description:
It was reported that during a prostate biopsy, the second slide of the device allegedly failed to prime before using it on the patient. Reportedly, after several attempts, the device was able to prime and one tissue sample was able to retrieved. It was further reported that, before retrieving a second tissue sample, the device allegedly self-activated. The procedure was completed with another device and no coaxial was used. There was no reported patient injury.